Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) .on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery on (B)(6) 2014, delivery on (B)(6) 2008 and cervical conisation on (B)(6) 2004. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriotic nodules in the pouch of douglas"). The patient was treated with surgery (bilateral total salpingectomy with coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis and pelvic pain with essure. The reporter commented: after removal: integrity of tubes and no breakage of implants. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 11.587 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1807918) on 15-may-2018. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery on (B)(6) 2014, delivery on (B)(6) 2008 and cervical conisation on (B)(6) 2004. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriotic nodules in the pouch of douglas"). The patient was treated with surgery (bilateral total salpingectomy with coelioscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis and pelvic pain with essure. The reporter commented: after removal: integrity of tubes and no breakage of implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. E36572) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriotic nodules in the pouch of douglas"). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter provided no causality assessment for endometriosis and pelvic pain with essure. The reporter commented: after removal: integrity of tubes and no breakage of implants. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.